Manufacturer narrative:
The product support engineer (pse) reviewed the information provided. Of note, the central monitoring system in use at this site is site is running piic classic n.00.18 software, which was released in the fall of 2012. Support life for the n.00 product ended in (B)(6) of 2016. Similarly, the support life of the pc hardware running this system ended in 2019.the customer requested that philips review their central station logs for (B)(6) (21:00) thru (B)(6) (4:30), specifically for bed ed 4160. Pse was able to locate bed 416001 in the logs from the central station icu1pic1. The bed, location, and time frame were confirmed with the customer. Pse did not see log entries indicating use a paging system was in use. Per the pse the logs indicate numerous alarms and recordings were generated for bed 416001 during the reported time frame and did not indicate monitoring system failures. Based on the available information, the device functioned as designed. The customer was notified that the support life ended for the n.00 product in (B)(6) of 2016 and the pc hardware running this system in 2019. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the customer requested assistance as all icus wanted to see the beds in other icus due to an adverse event that had occurred. The customer was looking for logs which would display alarm notifications and user key presses.